Manufacturer narrative:
Tw # (B)(4). Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 08/23/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact clear silicone insulation on both the cold and hot jaws. The shaft of the device closest to the base of the jaws was observed to be bent forward. There were no other visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. The toggle was manipulated to open the jaws and the jaws would not open and remained in a close state. No other visual defects were observed. An engineer evaluation was conducted. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c¿ vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. Upon examination it was observed that the complaint device had the jaws bent slightly in the upward direction. See attached engineer evaluation memo. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was not confirmed, as well as the analyzed failure "material twisted/ shaft " the lot # 3000409448 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 would not activate when trying to seal a branch. The power supply was switched off then on again. The connections were checked as well. The device would still not activate. The extension cable was disconnected and reconnected at both ends. The adaptor was replaced. A new device was opened to complete the procedure. There was no patient harm. Related to (B)(4).